Event description:
A customer reported that a minicap extended life pd transfer set with twist clamp became detached from an adaptor beta cap during patient use. Per the report, the home patient called the dialysis clinic and said that the transfer set fell off when she stood up. The patient went to the clinic and a nurse sterilized the beta adapter, attached new transfer set and administered prophylactic antibiotics. There is patient involvement; however, no patient injury or adverse event occurred. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant product: adaptor beta cap d-adaptor kendall/covidien product code 8814661001. The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.